Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: based on the information available, the liberty select cycler is disassociated from the event, as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to a patient¿s hospitalization. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital registered nurse (rn) contacted technical support for assistance with drain complications during a patient¿s peritoneal dialysis (pd) therapy. The rn reported receiving please check patient and drain lines during drain 3 of 5 of treatment. The patient was not empty and drained 1,722 ml of 2,499 ml. The rn pressed the ok key and before technical support could troubleshoot, the cycler starting draining well. It was reported that the patient drains best when sitting up. Technical support recommended draining to somewhere lower than the cycler and advised the rn to follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). Upon follow up, the cause of the patient¿s hospitalization remains unknown, as multiple attempts to obtain additional information have thus far proven unsuccessful. Furthermore, limited patient demographics and contact information precludes additional follow-up. The cycler was not returned to the manufacturer for physical evaluation.